Manufacturer narrative:
Additional information: the practitioner did not keep any of the products or packaging and could not provide us with the lot numbers used. So no investigations possible.

Event description:
In this event it is reported that patient experienced an allergic reaction to prime & bond xp refill. The composites were removed and reportedly the patient was in good health.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No investigations due to missing complaint material and lot number.